Event description:
A pt called gliatech's customer service dept to inquire about adcon-l and indicated uses. During the conversation the pt indicated that an anesthesiologist injected adcon-l intrathecally "into the local epidural phase" during a neurolysis procedure being performed on pt. Pt then had excruciating pain and had subsequent temporary paralysis below the waist pt said that pt cannot work as an internist due to the continuing pain that pt is suffering. Pt proclaimed that the medical intervention did not have the appropriate consent in place and signed pt also mentioned that pt underwent a major spinal procedure in 2000 by a neurosurgeon who used adcon-l and everything was just fine. The operative note revealed that the pt had been diagnosed with falied back surgery syndrome with a left l5-s1 radiculopathy. The incident mentioned above occurred during the third stage of a three-stage decompressive neuroplasty. The pt was placed in the left lateral decubitus position. Once informed consent was obtained, IV access was negative aspirate. After 5 minutes, there was no evidence of intravascular or intrathecal injection and an add'l 7cc was then injected. After 20 minutes, an infusion of hypertonic saline was started and ran in over 30 minutes to an infusion of 10cc. The catheter was then flushed with 1 cc of preservative free normal saline. Then 4cc of adcon gel was injected through the catheter. This was then flushed with 1cc of preservative free normal saline. The catheter was removed. Band-aid was placed after the area was cleaned and the pt recovered without incident, according to the operative note.